Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Updated: d9, h2, h3, h4, h6, h11 a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: angle wire detached and bent cp plate caused the wheel to malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the wheel on the handle was malfunctioning during reprocessing of an olympus gastrointestinal videoscope. No patient involvement was reported.